Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all conductors fractured, the full lead was returned in segments. It was also noted that there was a proximal conductor fracture, the outer insulation was kinked/buckled and breached cut, the outer insulation also had a cosmetic depression. Blood/body fluid was noted on all conductors and on the helix mechanism. A white substance was also noted on the lead. (B)(4): no anomalies found, a proximal segment was returned. It was also noted there was environmental stress cracking (esc) on the outer insulation and a cosmetic depression on the outer insulation.

Event description:
It was reported that based on the physician's medical judgment, the patient's dual chamber pacing system (pacemaker, right atrial lead, and right ventricular lead) was explanted in its entirety "due to venous occlusion" in, and swelling of the patient's left upper extremity and chest wall. The system was replaced two days later. No further patient complications were reported as a result of this event.